Manufacturer narrative:
Section a2, a4, a5, a6: information unknown/not provided. Section d6b: if explanted; give date: n/a (not applicable). The lens remains implanted. Section e1: telephone number: (B)(6). Section h3: the device was not returned for evaluation as it remains implanted; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a preloaded monofocal intraocular lens (iol) was implanted in the patient's left eye and the surgeon noticed a scratch on the optic. The surgeon decided to leave the iol implanted in the patient's eye. Best corrected visual acuity (bscva) pre-operative: 6/12 +2 and bscva post-op: 6/12 -2. There is no complaints from the patient. The patient has fully recovered. No further information will be provided.

Manufacturer narrative:
Device evaluation: the suspect product was not received. The customer provided a photograph and the photo was evaluated. The photo shows a lens implanted into the patient's eye, and it can be observed a scratch like mark on the lens. As the suspect product was not received, no further evaluation can be performed. The complaint issue "cosmetic issues" was identified during the customer provided photo evaluation; however, based on the complaint investigation results the complaint issue could not be confirmed to be related to the manufacturing or design process. Based on previous clinical advice, due to the location and characteristics of the scratch like mark, it is not expected for the mark to impact the optical function of the lens; however, the definitive impact and incident root cause cannot be determined from a photo assessment. Conclusion: as a result of the investigation, a product quality deficiency or product malfunction could not be identified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted